Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's symptoms had returned, specifically, increased pain. An alarm was heard and telemetry confirmed a critical alarm due to a constant motor stall. The logs showed that the stall occurred on (B)(6) at 8:34 am. Previous MRI or different environments were not reported. The drugs infused through the pump were reported to be sufentanil and clonidine. Additional info has been requested, but was not available as of the date of this report.